Event description:
The biomedical engineer (bme) reported that a v60 ventilator displayed a "cooling fan speed error" (error code 1125). There was no patient involvement, user impact, or harm reported in connection with this event. The device was subsequently returned to the service center, where the philips service engineer (se) replicated the issue during diagnostics and confirmed the presence of error code 1125 in the system's event log. To resolve the malfunction, the se replaced both the power management (pm) printed circuit board assembly (pcba) and the cooling fan. Following these component replacements, a performance verification was executed, which the device passed successfully. Because the system currently meets all operational specifications for the performed service and has been returned to active use, the investigation concludes that no further action is required at this time; however, the complaint file will be reopened if any additional information is received.